Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a travel coarse error-check clutch/plunger lever alarm. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for repair. Event logs did not show any errors. No previous service was noted in the last 12 months. Functional and visual testing was performed, and the complaint was confirmed. Replaced clutch assembly and the lead screw. Device performance was tested and passed all verification tests.